Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: an invalid lot # of 21h-31-t was provided by the initial reporter. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd neutraclear needle-free connector was clogged. The following information was provided by the initial reporter: "the valved plugs on the central catheter line in which vasoactive drugs were infused, exhibited a malfunction such that the drug was not infused correctly".

Event description:
It was reported that bd neutraclear needle-free connector was clogged. The following information was provided by the initial reporter: "the valved plugs on the central catheter line in which vasoactive drugs were infused, exhibited a malfunction such that the drug was not infused correctly".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-may-2022. H.6. Investigation: five el200 samples from lot 21h31-t were received for investigation; four samples were received in sealed packaging and one sample was received without packaging. The connecting product was not returned to assist the investigation. A visual inspection of the el200 sample without packaging identified that the neutraclear piston was recessed, a closer inspection identified the presence of the tip of a male luer lodged within the female luer adaptor (fla) of the neutraclear. No defects were observed to the neutraclear components returned in sealed packaging. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis confirmed that the reported recessed piston was caused by a broken piece of the male luer tip of the connecting product which had lodged into the fla of the neutraclear. A definitive root cause for the customer's experience could not be determined in this instance, however they confirmed that the similar damage can be cause of contributed to by over-torque of the components during connection, or by a lateral force being subjected to the components while connected. No manufacturing defects or similar damage was identified during testing of the samples received in sealed packaging. A review of the production records for lot 21h31-t did not identify any in-process testing issues or quality deviations which may have resulted in a report of this nature.